Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
An issue experienced when inserting the icy catheter in the patient's femoral vein was reported. According to the information, the physician made two attempts to insert the catheter; however, both insertions of the catheter were difficult. No other temperature management procedures were performed. No known impact or patient consequence was reported.